Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
It was reported the patient's catheter was broken. The healthcare professional (hcp) identified this week that a big residual fragment of the catheter was "unleashed" in the intrathecal space. There were no patient symptoms reported, the outcome of the event was unknown and the medication used in the pump was unknown. Additional information has been requested, but was not available as of the date of this report.